Event description:
The target lesion was the proximal to mid lad. The lesion was de novo. The vessel was not calcified or tortuous. There was 75% stenosis. It was an elective case. Radial approach was chosen for the procedure. The 6f launcher sl 3.5sh guide catheter was engaged and the athlete gt soft guidewire crossed. Pre-dilation was conducted with a vento speeder3.0/20mm balloon catheter. There was no difficulty at this point in the procedure. The physician then felt resistance inside the guide catheter while delivering a 3.0 x 33mm cypher stent. The physician then removed the cypher. While withdrawing the cypher, it was flared at the proximal end. The physician stopped using the cypher. A different cypher (size unknown) was implanted instead. The procedure was completed successfully. There was no reported patient injury.